Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6)2015 and then approximately 8 years, 2 months later they experienced a revision surgical procedure on (B)(6)2023. Patient was revised to competitor¿s devices. Revision operative report of (B)(6)2023-postoperative diagnosis: right failed total knee arthroplasty. Indication: 87 y.o. Female who was seen in the office with a failed right total knee replacement refractory to conservative management. Imaging was consistent with failed right knee arthroplasty. Procedure: a thorough synovectomy was performed. Removal of implants. The polyethylene insert was removed with a thin bent retractor. The femoral component was removed by hand. Attention was then turned to the tibia; using the small saw and osteotomes, the tibia was removed with minimal bone loss. The patella was debrided of scar tissue and the button was removed with a saw. Implants were trialed and new devices implanted. Dressings were applied. The patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. H6. Investigation results- the logic device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The revision operative report received does not mention any specific failures of the exactech devices found during the revision. These devices are used for treatment not diagnosis. There is no other information available.